Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer blood glucose level was elevated (409 mg/dl). Customer administered a correction bolus. Approximately 90 minutes later, customer tested again and bg level was in the 80's mg/dl. Customer detached from the pump and drank a soda to elevate blood sugars. Customer resumed pump therapy and blood sugar have remained at target. Customer stated that the event may have been related to the test strips. Customer also stated that pump personal profile settings would be discussed with health care provider.